Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, broken suture tab. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with a 850cc artoura breast tissue expander on (B)(6) 2019, experienced left breast tissue expander deflation. During revision on (B)(6) 2019, it was noted that there was a hole in the expander where the 6 o¿clock suture tab tore away from the expander. Per sales rep, it was not the surgeon who nicked the implant, but rather, the tab tore off the device, causing deflation. As a result, the patient underwent unilateral removal and replacement with a new 850cc artoura breast tissue expander.

Manufacturer narrative:
On 10/21/2019, the product investigation was updated. Device investigation summary: during the evaluation of the device, it was noticed a little hole in the union between a suture tab and shell at the posterior aspect. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. As part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment, however, since no potential cause could be established during the analysis an investigation was opened to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/10/2019, the mentor failure analysis lab has received the device for evaluation. On 7/19/2019, the product investigation was completed. Device investigation summary: during the evaluation of the device, it was noticed a little hole in the union between a suture tab and shell at the posterior aspect. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with tissue expander. Possible causes of deflation of saline-filled tissue expander include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).